Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that there was found insulation breached in vivo/1st clavicle rib crushed. The distal insulation and the rv cable's coating were breached causing both conductor shorting together. There was no conductor fracture was observed. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: 429888 lead, implanted: (B)(6) 2016; dtba1q1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic) and oversensing - noise. The lead was attempted to be replaced but the physician was unable to gain vascular access and the hospital did not have the proper extraction equipment. The patient was referred to another facility for a laser lead extraction. Approximately three weeks later, the patient was admitted to the hospital because of an infection. There was no longer evidence of lead failure on the interrogation of the lead at the hospital. The lead was now reported to be fractured. The lead was explanted and later replaced. No further patient complications have been reported as a result of this event.